Manufacturer narrative:
Operator of device: spd (sterile processing department). Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: occupation: spd supply (sterile processing department). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced . A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that after the completion of a pharmacovigilance (pv) case, an 8 fr vip angio-seal was used to close the right common femoral artery (cfa). After the angio-seal sheath was placed and the device was inserted, the footplate was unable to exit the sheath and seal the cfa. Manual pressure was held. There were no complications. There was no direct allegation that the involved angio-seal device caused or contributed to the patient's need for medical intervention. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One 8 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea).